Manufacturer narrative:
(B)(4). Evaluation by the carefusion technician is anticipated but has not yet begun.

Event description:
The customer reported that the blender is not in specifications. At 21% it is reading 21%, at 30% it is reading 21%, at 40 it is reading 30%, at 100% it is reading 89%.

Manufacturer narrative:
The carefusion failure analysis technician examined microblender and found that it fails the fio2 test. Duplicated, failed at 30%, 40% and 100% fio2, complaint allegation. Was able to recalibrate unit by adjusting control knob. This issue is being addressed in an internal corrective action.